Event description:
It was reported that there was a display anomaly on the insulin pump. Customer's blood glucose was not known. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored and had no display anomaly noted or icons anomaly noted. Pump received with cracked case at display window corners, cracked reservoir tube lip.